Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented with dizziness and pre-syncope symptoms. Upon interrogation it was noted that the right ventricular (rv) lead exhibited oversensing of noise that led to pacing inhibition with asystole of less than two seconds. The noise could not be reproduced with myopotential movements. Loss of capture (loc) was also observed on the telemetry strip while the patient was in the hospital. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and replaced. It was noted that no fracture was observed under fluoroscopy.